Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was at 310 mg/dl. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. The customer will send the current sets back for analysis. The customer was sent new reservoir and infusion sets. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. The customer will monitor their pump and will call back if they received any no delivery alarms. However the customer was still sent a replacement insulin pump. No further information was provided.